Manufacturer narrative:
Additional information received indicated that the pump was functioning as intended and the customer was educated as to how the pump alert/alarm system functions.

Event description:
It was reported that the pump's alert sound was not annunciating. Pump settings were reviewed, and volume was set to loud. There was no reported adverse impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.